Event description:
Our ref: 2003 0925/5/1 - mhra 2003/009/017/401/099. Syringe driver operation alleged to have appeared erratic, set up to infuse 15ml/24hrs of 10mg diamorphine/70mg metachlopromide for pt in thier home for palliative care, drugs=infused correctly. The following night the device did not run; district nurse changed the batteries and the syringe driver ran through too quickly. No pt injury or medical intervention required.

Manufacturer narrative:
As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports. Device eval=no faults found which would effect performance of device.